Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a large excoriation on her back that resembled a burn. There are no indications that the patient was treated by the device. The patient was being treated with sylvadine from a physician while in the hospital. The patient reported irritation improved.